Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2024-03398. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to sense. A new rv lead was used which also had helix mechanism issue resulting in failure to extend the helix. Both rv leads were removed and replaced. The physician decided to abandon the procedure. The patient was in stable condition.